Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable make exposures. Although the customer deleted all the images, the system could not store images. The review of system log files showed image disk full error. Upon troubleshooting, the fse stated that the issue might be with the ippc disk. To resolve the issue, the fse recreated image store and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.